Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic sleeve gastrectomy, the stapler was able to fire but there was staple line incomplete proximally. It was stated that the surgeon sutured the staple line to fix the issue. There was no patient injury.